Event description:
It was reported that during an unknown procedure, the jaw became not to open when the jaw was not clamping the tissue. The device could be fired several times, but it was unclear which firing the event occurred on. Another device was used to complete the case. There were no adverse consequences for the patient.

Manufacturer narrative:
(B)(4). Information anticipated, but unavailable at this time. Attempts were made to obtain additional information. To date no response has been provided. If further details are received at a later date a supplemental medwatch will be sent.

Manufacturer narrative:
(B)(4). Anti-backup failure. Additional information was requested and the following was obtained: which firing of the device did this event occur on? ---no detailed information. This event occurred after several firings. What vessel or structure was the device fired on at the time of the event? ---none. As the doctor felt difficulty before approaching the target vessel, the device was clamped nothing at this event. Was the clip fully advanced into the jaws prior to firing? ---no information. Was there any torquing or twisting of the device present at the time of firing? ---no information. Was any unexpected resistance felt while firing the trigger? ---no detailed information. But the doctor felt difficulty before approaching the target vessel. Were any unexpected noises heard? If so, when? ---no information. Did anything unexpected happen prior to this incident? ---no information. Was the device fired after this incident in or out of the patient? ---no information. Did the surgeon try to pull the trigger from the handle? ---no information. Is the surgeon aware that the firing trigger may need assistance in returning all the way forward? ---no information. How was the device removed? ---the device did not clamp the target vessel at this event. Was there any tissue damage? ---no. If so, how was it repaired? ---n/a. The analysis results found that the device was received in good visual condition. In an attempt to replicate the event reported, the device was tested for functionality. Upon testing, two unformed clips were fed. The remaining clips were conforming according to manufacturing specifications. The two unformed clips were determined to be caused by an intermittent failure of the anti-backup feature. The intermittent failure of the anti-backup feature is unrelated to the opening issue. Possible causes for this condition may be attempting to squeeze the device trigger when it has not fully returned or stopping the firing sequence and pulling the trigger open. The batch record was reviewed and no anomalies were noted during the manufacturing process.